Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customers blood glucose was 500 mg/dl. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.